Event description:
This report is filed for post procedure cerebral vascular accident. It cannot be said for certain that the mitraclip device did not cause or contribute to the stroke, therefore, this is being conservatively filed as a serious injury. It was reported that on (B)(6) 2014, two mitraclips were successfully implanted reducing functional mitral regurgitation (mr) from grade 3+ to 2-3. On (B)(6) 2014, the patient experienced left arm and hand weakness. A CT scan of the brain was performed revealing a 5mm area of ischemia. There was no treatment provided and the neurological deficits resolved without sequela within 24 hours. Hospitalization was prolonged due to stroke. Per the reporting physician, the mitraclip device did not contribute to the stroke, however, the procedure possibly contributed to stroke. There was no additional information provided.

Manufacturer narrative:
(B)(4). The product was not returned and there was no reported device malfunction associated with the clip delivery system. The reported patient effect of stroke (cerebrovascular accident), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The information provided in the case details stated that per the reporting physician, the stroke was not related to the mitraclip device, but may have been related to the procedure. Based on the information reviewed, it is likely that the weakness was a secondary effect of the stroke; however, a definitive cause for the stroke and its relationship to the device, if any, cannot be determined. There is no indication of a product quality deficiency with respect to manufacture, design or labeling. The reported hospitalization was related to case-specific circumstances, as the stroke required prolonged hospitalization. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.